Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre op diagnosis: vertebral compression fracture procedure performed: kyphoplasty levels implanted: l2-l4 intra op, surgeon augmented l2 vertebral body successfully and when he utilized the cds gun with xpede cement there was cement extravasation to the paravertebral vein that went to the pulmonary artery. Patient underwent CT to confirm where the cement went. There were no complications to the patient as a result of this event.